Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The hcp reported variance in medication at the past 2 refills. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was being referred for consult to a surgeon. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.